Event description:
Hill-rom received a report from the account stating the brakes would engage but if the bed were bumped the bed would pop out of the brake mode. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake caster supports were cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caster supports to resolve the issue. Based on this information, no further action is required.